Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnoses: nonunion, l3-l4 and l4-l5; painful spinal hardware, l3 to l5; status post lumbar decompressive laminectomy and fusion, l3 to l5; scoliosis; degenerative disc disease; spondylolisthesis. For which patient underwent: removal of posterior spinal hardware, l3 to l5; a redo decompressive laminectomy, l3-l4 and l4-l5; transforaminal lumbar interbody fusion, l3-l4 and l4-l5; insertion of 9 mm transforaminal lumbar interbody fusion interbody implant, l4-l5 (polyethylethylketone implant); posterior intertransverse fusion, l3-l4 and l4-l5; exploration of pesudoarthrosis; posterior spinal instrumentation consisting of pedicle screws and rods, l3 to l5; harvesting of posterior iliac crest graft through a separate incision; use of bone morphogenic protein and vitoss hydroxyapatite allograft supplement in the fusion procedure; a decompressive laminectomy at l2-l3. Per op notes, it was noted that a 9 mm implant would fit most appropriately in the l4-l5 disc space. The implant was filled with cancellous bone graft. The anterior chamber of the disc space was filled with cancellous bone graft what was available and additionally bone morphogenic protein saturated vitoss sponge, which is a combination of c ollagen and hydroxyapatite. The material was packed in the anterior chamber of the disk space. The space at the l3-l4 level was filled with the bmp vitoss material which was compressed into position with a bone compression tool. This marked the completion of the interbody fusions at l3-l4 and l4-l5. Then the bmp vitoss and remaining portions of cancellous bone were packed into the posterolateral margin from l3 to l5 completing the intertransverse fusion. A sterile compressive dressing was applied to the wound. Patient tolerated the procedure well with no complications reported. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.